Event description:
Icp sensor was implanted, the pt was hooked up to monitor and a waveform was present. Later the monitor was changed and tried to go to 100mmh2o, but it was only went to 28mmh2o. The sensor was explanted but not replaced. The pt later died. It is unclear if problem with sensor is related to pt's death.